Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple instances of cartridges leaking into the ilet insulin chamber, which the patient stated resulted in elevated blood glucose levels. The patient reported that the cartridge was not overfilled and contacted support for troubleshooting assistance. During review of the supply change process, the patient explained that the cartridge, connector, and infusion set were being connected together prior to insertion into the ilet. It was explained that this method could contribute to cartridge leakage, and the patient was instructed to rewind the pump, insert the cartridge alone, lock the connector, and then attach the infusion set. The patient stated they would follow the correct procedure during the next supply change and would call back if the issue persisted. The cartridge lot number was not available. Blood glucose levels were reported as high for a couple of hours, with no backup therapy, ketone testing, steroid use, professional medical intervention, or immediate health effects reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.